Manufacturer narrative:
Initial.

Event description:
It was reported that the patient received an urgent low soon alert, with blood glucose declining to 70 mg/dl and then increasing to 102 mg/dl after treatment with oral glucose in the form of soda; the cause of the event was unclear, and device-specific details were insufficient. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention, defined here as oral glucose intake. Investigation included communication with the user¿s representative and analysis of the information provided. Investigation of this case revealed insufficient information regarding a device problem, no investigation findings available, and no specific device component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.